Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor was transferred and evaluated by the advance failure analysis (afa) team. Afa confirmed the initial failure analysis. The instrument was found to have a broken pitch cable at the pulley on the base of the distal clevis. The cable was fully broken and the broken cable segment that contains the crimp was still installed in the clevis. The instrument had 3 remaining uses out of 10. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing-induced issue. The components surrounding the broken cable did not exhibit any abnormal sharp edges or damage that would have contributed to the cable breaking. A review of manufacturing history indicated no related nonconformance. It was observed that the broken cable strands appeared to be frayed and that the location of the cable break at the pulley on the base of the distal clevis aligned with when the grip assembly was in the max pitch position.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument rope was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument had no issues during procedure. The instrument did not collide with other instruments or tools during procedure. There was no patient injury and the procedure was completed with a backup instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.